Manufacturer narrative:
The ge representative conducted an onsite investigation. The cine drive was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system would lock up intermittently. No patient injury was reported.